Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected the defibrillation lead was programmed to max outputs and the impedance dropped from 604 to 373 ohms along with a decrease in r-wave amplitude. There was inquiry of a possible dislodgement and/or perforation. Technical services discussed an x-ray for confirmation.

Manufacturer narrative:
Resolution was requested from the field. It was later provided that the physician stated that the x-ray looked fine. At the pre-discharge check the lead measurements were normal. The patient was discharged but came back to the emergency room later that night with chest pain. The patient was admitted and via other imaging it was noted that the defibrillation lead had perforated the ventricle. A lead revision using the same lead was performed later that day. No further adverse effects were reported. Should additional information become available this event will be updated.